Event description:
It was reported to medtronic neurosurgery that that prior to being implanted in the patient the valve component of the shunt did not refill with fluid despite several attempts to check its patency as advised in the product labeling. The report states that the patency of the ventricular catheter was noted because csf was observed flowing out of the catheter component, and that the valve was nonetheless implanted. According to the report, the patient did not incur an injury as a result of the event.

Manufacturer narrative:
The product remains implanted and was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. The instructions for use that accompanies the device notes that it may be necessary to depress the valve dome more than once to initiate flow, especially if the ventricular catheter has been attached prior to patency testing. All valves are 100% tested at the time of manufacture. (B)(4).

Manufacturer narrative:
The product remains implanted and was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. The instructions for use that accompanies the device notes that it may be necessary to depress the valve dome more than once to initiate flow, especially if the ventricular catheter has been attached prior to patency testing. All valves are 100% tested at the time of manufacture. It was later reported that the patient was discharged from the hospital and was doing well. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.